Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens and clear surgical residue on product. Visual inspection found no visible damage on lens and presence of foreign material (residue) on lens surface. (B)(4)

Manufacturer narrative:
PMA 510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -8.5/+2.5/088 diopter, in the patient's right eye (od). The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
The reporter indicated the 12.6mm vticmo12.6 implantable collamer lens was implanted in the patient's right eye (od) on (B)(6) 2017. The patient's post-op best-corrected visual acuity was 20/20 and the patient is in good condition. (B)(4).